Event description:
It was reported that approximately two years post implantation of a vascular stent in the sfa, a stent fracture and displacement was discovered. No intervention was performed. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.